Event description:
Caller alleged false negative hcg results. Results as follows: reason for patient's visit: confirm home pregnancy test. Last menstrual period: unknown. Serum quantitative result: patient b = 70miu/ml. Urine sample was freshly voided, but not first morning. Customer does not run external controls. No patient information was provided. Customer does not have samples or partial kit available to submit for investigation.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. A review of complaints against this product and trend code for november 2013 indicate that product performance has not exceeded the upper control limit for further action. Root cause could not be determined from the information provided by the customer. This issue will be tracked and trended. Corrective action is not required at this time.